Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band however, the band did not deploy off the ligator. They turned the handle again and three bands deployed at the same time. The case was completed with this device with no harm to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported that the device was used during an unknown procedure. The devices were leaking throughout the case. The seal appears to separate away from shaft and causing significant pneumo leakage. Insufflation 900l/2.5 hrs resulted in significant post op pain for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that devices a, b and c were returned in good visual condition; the devices were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the products involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)